Event description:
The patient was reported to have experienced increased baseline spasticity and pain. There were no pump alarms noted or pump volume discrepancy. A therapeutic bolus was administered; the patient experienced no response to the bolus. A dye study was performed on (B)(6) 2012; no problem was found. During the dye study, it was noted the health care provider (hcp) could not aspirate the catheter but was able to inject dye via the catheter. The hcp noted "everything looked good" with the catheter connections. The patient left the clinic. Approximately 1.5 hours later, the patient returned and was "very out of it." It was noted the patient was very sleepy. The patient was carefully monitored "until it wore off" and was more alert. The patient went home "with no issues." The device delivered morphine 30.0mg/ml at 8.273mg/day and baclofen 1,500mcg/ml at 413.7mcg/day

Manufacturer narrative:
Concomitant medical products: catheter model # 8731sc lot # n124970013 implanted: (B)(6) 2007 explanted: unk; catheter model # 8703w lot# l38319 unk implanted: (B)(6) 1996 explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been experiencing increased spasticity and pain for the previous six weeks lieading up to the date of the dye study. Twenty minutes following the dye study, the patient returned and was very out of it, really sleepy, and "limpy."